Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood was observed. A visual inspection determined that the heater wire was flexed away from the hot jaw and was detached at the tip. Tissue and char buildup was observed on the jaws. The wire remained in place at the base of the jaws. Traces of blood were seen on the shaft. Based on the returned condition of the device the reported complaint was confirmed for ¿bent/wire¿. Specific action for the failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
Ctam reported that her demo trunk stock vasoview hemopro 2 jaws were separated.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Ctam reported that her demo trunk stock vasoview hemopro 2 jaws were separated.